Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator's display was inoperable. There was no patient involvement.